Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record was reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolox delta heads) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a sulox head, m, 28/0, taper 12/14.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As the provided lot number (2724156) could not be associated with the reference number, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 28/0, taper 12/14 on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to breakage.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient underwent revision surgery after 1 year 1 month in-vivo due to fracture of the ceramic head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis, dfmea: fracture of head due to fracture of head due to insufficient material thickness (wrong design). Not possible: burst strength testing is validated. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: there is no information available whether some particles were observed or not. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing. Possible: it is unknown which stem was combined, therefore cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset. Possible: no surgical report, no x-rays were received to prove the correct size. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations. Possible: the material combination is unknown, therefore cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Possible: the material combination is unknown, therefore cannot be excluded. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: no information about patient activity is available. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper. Possible: the stem was not received for the investigation, therefore cannot be excluded. Conclusion summary: wrong material combination, or contact of the ceramic head with metal part might have played a role. However no x-rays no surgical reports were received. No other product information is available. Therefore based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).